Manufacturer narrative:
The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the eval is completed. A lot history record review was completed for the reported product lot number. There was no non-conformance recorded in the lot history. (B)(4).

Event description:
The hospital reported that during preparation for an endoscopic vein harvesting procedure, they noticed that the dissection tip on the vasoview hemopro was cloudy/hazy when it was removed from the tray. The tip was not used and a vv6 pro with vasoshield accessory pack was opened and the tip from that accessory pack was used to complete the case. The hospital did not report any pt effects.